Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing presyncope. Upon interrogation, the atrial lead exhibited noise which could be reproduced with arm movements. The device was reprogrammed. No additional information was reported.